Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: a customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer sent the product back for analysis. A replacement pump was shipped to the customer.